Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant. Through follow-up, the healthcare provider indicated that the edwards' valve was explanted due to breakdown of the sewing ring. No additional information was provided.

Manufacturer narrative:
(B)(4) - sewing ring breakdown. Evaluation methods: device not available for return. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional follow-up attempts with the healthcare provider to obtain additional information and retrieve subject device were unsuccessful; therefore, no further investigation can be performed at this time.